Manufacturer narrative:
Additional device information unique identifier (UDI) # (B)(4). Concomitant medical products and therapy date detail of product: item number: 47248510510, item name: znn, cmn lag screw¸ 10.5 mm, 105 mm including set screw, lot # 2919335. Item number:47248700205, item name: cephalomedullary nail cap 5 mm height, lot # 63771173. Item number: 47248402750, item name: 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, lot # 63791246. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant breakage.

Event description:
Please refer to report 0009613350-2018-01114.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant breakage. Event description: it was reported that the product was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to nail fracture. Review of received data: there is one x-ray available for evaluation. The x-ray is undated. A breakage of the znn nail at the lag screw hole can be seen. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique sap: the surgical technique describes the correct surgical steps of a znn nailing system. However, with the given information there is no correlation between the reported event and the surgical technique. Conclusion: it was reported that the product was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to nail fracture. The nail was in vivo aprrox. 6 months. The broken nail has not been returned for investigation. There is an x-ray available which confirms the breakage of the nail through the lag screw hole. No additional x-rays (post-operatively) were available. No surgical technique of implantation or explantation was received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, based on the available information, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).